Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reportedly was using u-500 insulin. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. The customer's blood glucose was 172 mg/dl.

Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿